Manufacturer narrative:
(B)(4). The reported complaint of "no alarms were triggered when there was an actual fault" was confirmed by the field service representative. According to the field service report, the cpm board was replaced. The product was not returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to unable to trigger the alarm. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported " no alarms were triggered when there was an actual fault". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Event description:
It was reported " no alarms were triggered when there was an actual fault". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Qn# (B)(4). Returned for investigation was an ac3 cpm board. The sample was returned in the cpm board shipping box, protected by protective shipping packaging, and further enclosed in an electrostatic protective bag. Visual inspection of the cpm board was performed, and no abnormality was noted. The cpm board was installed into a known good ac3 for functional testing. Upon power up, the pump displayed blank screen and no alarm was triggered. The voltages were checked and passed. The cpm board failed functional testing. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "no alarms were triggered when there was an actual fault" is confirmed. Upon power up, the pump displayed a blank screen and no alarm was triggered. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the blank screen. The root cause of the display failure is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "no alarms were triggered when there was an actual fault". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.